Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Pt was to have clave on PICC line replaced upon changing IV tubing with new infusion of tpn. Unable to remove clave from line. Attempted multiple methods. Attempts stopped out of fear of damaging line. Clave unable to be removed and changed.